Event description:
Reportedly valve explanted after 2.5 months due to paravalvular leakage. The surgeon debridded the pts annulus and implanted another edwards valve. No additional info available.

Manufacturer narrative:
Device returned, evaluation pending.